Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl and low blood glucose levels of 40 mg/dl. The customer reported his wife see¿s signs such as sweating and slurred speech. He is a brittle diabetic and can have a blood glucose level of 100 mg/dl one minute and be at 50 mg/dl in another minute. The customer treated by giving insulin and declined troubleshooting. The customer's current blood glucose level was 299 mg/dl. The customer reports needing the cgm transmitter, which is on back order to treat the highs and lows.